Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2014 to report that on (B)(6) 2014 his son's receiver display screen became frozen. There was no report of injury or medical intervention. Off label use; patient was utilizing a device not approved for pediatric use. No additional event or patient information is available.